Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the battery pack and generator driver board needed to be replaced and the camera connector was loose. The customer declined repair service.